Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Manufacturer narrative:
No unexpected reset error alarm was noted during testing. The insulin pump passed the reset error test and the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 145 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed to monitor the issue for any further issues. No further information was provided.